Event description:
The patient, who was intubated and on ECMO, had two unstageable ulcers, one on each cheek mid-eye level, were found when the oral endotracheal tube anchoring device was removed. Pressure ulcers developed underneath the anchorfast guards. They are opaque and skin unable to view under them without removal. Manufacturer response for anchorfast guard oral endotracheal tube fastener, anchorfast guard oral endotracheal tube fastener (per site reporter): asked for more information.